Event description:
It was reported that during drilling of a bone in the mouth that the drill broke. It was further reported that the drill was left in the patient's bone and that it was embedded completely. It was reported that the drill was used previously, resterilized and it was being reused at the time of the event.

Manufacturer narrative:
Device not returned for evaluation. It was reported that the customer re-used the device and admitted that the cause of the failure may have been due to the device being re-used.